Event description:
It was reported that the device is not providing consistent readings. Device cord was turning color prior to installation. No patient injury was reported.

Manufacturer narrative:
The reported problem could not be confirmed and this item is a purchased finished good (pfg); therefore, the DHR review is not applicable. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in excellent condition. The reported complaint was not verified after testing using the returned extension cable on a good known test probe connected to a monitor and there was reading detection. The extension cord was tested with a multi-parameter simulator and had a consistent reading. During testing, the probe was manipulated at the base and didn't fail. Performed continuity test on the extension cable and passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).